Event description:
Customer alleged the lancet needle will not retract in the softclix plus lancing device. Customer reported accidental stick with a lancet previously used by the customer. Customer stated did not seek treatment. A request was made for the return of the suspect device and replacement product was sent.